Event description:
It was reported that a malfunction occurred on the customer's pump, but no notable events happened before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer attempted to troubleshoot independently by shutting down the pump but was unable to restart it. Technical support provided pump reset information and assisted the customer in turning the pump back on. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump.